Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of a heavily calcified, fibrousic common femoral artery after an unspecified procedure. Reportedly, after uneventful clip deployment the device was difficult to remove. The device was removed by using both counter-traction and a forceful pull. Hemostasis was achieved with the device clip. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received fully clip deployed. The external components were in the correct post deployment positions, with the exception of the vessel locator wings, which were found to be severely bent. This type of damage can occur when the device is used in a heavily fibrous calcified artery and is consistent with the reported experience of difficult removal. The instructions for use cautions the user not to deploy in areas of calcified plaque, and that the safety and effectiveness of deployment in artery calcium had not been established. The root cause for the reported experience appears to be related to the operational context in which the device was used. No mfg issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.